Manufacturer narrative:
The monitor has been received. Patient reported receiving a service code which likely indicates a device malfunction with the monitor. The monitor was received by zoll in a biohazard condition and no further information is yet available. Investigation is underway. Reporting monitor out of an abundance of caution. Investigation is underway. There was no adverse event that resulted from the damaged monitor. The electrode belt has been received. Patient reported receiving a service code which likely indicates a device malfunction with the electrode belt. The belt was received by zoll in a biohazard condition and no further information is yet available. Investigation is underway. Reporting out of an abundance of caution. Investigation is underway. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's monitor had received a service code. A us distributor reported that a patient's electrode belt had received a service code.

Manufacturer narrative:
The electrode belt has been received. Patient reported receiving a service code which likely indicates a device malfunction with the electrode belt. The belt was received by zoll in a biohazard condition and no further information is yet available. Investigation is underway. Reporting out of an abundance of caution. Investigation is underway. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had received a service code.